Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect preparation. The trek device is being filed under a separate medwatch MFR number. Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen, on the balloon and on the shaft and contrast in the balloon and in the inflation lumen, consistent with preparation and use of the product in the patient anatomy. The balloon was loosely folded and returned in a tri-fold and was winged. The balloon was wrinkled at the distal shoulder. There were multiple bends in the hypotube consistent with how the balloon catheter was returned tightly wound. After the balloon catheter was advanced through a new 6fr guiding catheter, an indeflator, filled with gastrografin diluted 1:1 with water, was used to inflate the balloon to the rated burst pressure and the balloon was deflated. The balloon refolded in a trifold. The balloon catheter was removed from the guiding catheter with strong resistance as the balloon began to bunch at the distal shoulder. It is unknown what size guiding catheter was used in the procedure; however, if a smaller size guiding catheter was used, this may have contributed to the difficulty and the noted balloon bunching. It should be noted the nc trek instructions for use (IFU) states: with 4.5 mm and 5.0 mm balloon dilatation catheters, some increased resistance may be noted upon insertion or withdrawal into or out of the guiding catheter. Choosing a larger guiding catheter size may minimize this. It was reported the balloon was not soaked prior to use; the IFU states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. It does not appear that the incorrect preparation for use caused or contributed to the reported difficulty. Possible causes for the difficulty of removing a dilatation catheter after inflation may include: the balloon not being fully deflated prior to attempting to remove the balloon, damage to the balloon, kinks, bends, obstructions in the guiding catheter lumen, damage to the guiding catheter or introducer sheath. Additionally, balloon refold issues can be related to multiple/high pressure inflations, interactions with the deployed stent or anatomy, or an interaction with the guiding catheter. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for difficult to remove or balloon refold for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported balloon refold issues were unable to be confirmed as the balloon was noted to refold properly during functional testing and the reported difficulty removing the catheter from the guiding catheter appears to be related to the operational context of the procedure. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks during manufacturing before release. Additionally, all dilatation catheters are visually inspected for damage.

Event description:
It was reported that during predilatation of the highly calcified, long lesion of the right coronary artery (rca), the 2.5 mm x 12 mm trek was inflated the first time at 13 atmosphere (atm) when the balloon ruptured. An angiogram was performed and a spiral dissection was noted in the vessel. Three stents were placed covering the lesion and the dissection; it was noted that multiple stent placement was planned prior to the dissection as the majority of the rca was to be stented. Post dilatation of the stents with a 3.2 mm x 15 mm nc trek and a 3.75 mm x 15 mm nc trek was successful. Inflation with a 4.5 mm x 15 mm nc trek at 7 atm for 27 seconds, and inflation to 15 atm for 27 seconds noted that after balloon deflation it could not be retracted into the guide catheter; the balloon winged and did not refold. All the devices were removed from the anatomy without incident as the procedure was completed. There was no reported adverse patient effect. The patient had been discharged. Though requested, no additional information was provided.